Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the screws not placed as intended (t4-t6 right side) were corrected in the very same surgery (replaced with aid of navigation). The outcome of the surgery was successful as intended, with all screws placed in their correct final positions as intended. There was no direct (or increased) risk of harm to a critical structure due to this issue. There was no actual harm/negative clinical effect to the patient due to this issue (also not due to surgery/anesthesia prolonged by 10 min). There were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the 3 deviating pedicle screws at t4-t6 right side shifted lateral in the target point by approx. 10mm is: a movement of the patient reference clamp and / or array due to an insufficient rigid fixation of the reference clamp onto the patient's bone and due to accidently dropping the suction onto the reference by the user. Evaluation of intraoperative CT scans reveals, that the clamp was actually not placed on the spinous process of t7 but in between the spinous processi of t5 and t6, which does not allow for a stable connection. Apparently, despite the resulting deviation between the actual patient anatomy during surgery and the registered patient image scan displayed by the navigation was recognized by the user with the necessary navigation accuracy verification throughout the procedure, one user decided to still continue to use and rely on navigation for preparation and placement of the screws at t4-t6 right side. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the cervical and thoracic spine for fusion of vertebrae c7-t6, due to a fracture at t2 & t3, with intended placement of 8 pedicle screws (at t1, t4, t5, t6), was performed with the aid of the display by the brainlab spine & trauma 3d navigation software 1.5.1. During the procedure the surgeons: placed c7 screws without aid of navigation. With the patient in prone position, attached the reference clamp carbon and 4-sphere array at t7. Acquired an intra-operative CT of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration (using the pointer) and accepted the accuracy to proceed. At t1 prepared the paths in the pedicles (pilot holes) using a navigated non-brainlab probe, and placed screws using a navigated non-brainlab screwdriver. Accidentally dropped the suction on the reference array (right before placement of screws at t4). Verified accuracy and detected a deviation between navigation display and actual patient anatomy due to the array movement. One surgeon proceeded without aid of navigation and placed screws at t4-t6 left side using a feeler probe. Another surgeon continued with aid of navigation (despite being aware of the inaccuracy) and placed screws at t4-t6 right side using the navigated non-brainlab probe and screwdriver. Acquired a verification CT (with automatic image registration), and determined that 3 screws were misplaced (at t4-t6 right side, deviation of approx. 1 cm lateral at target point). Verified the registration and accepted the accuracy to proceed. Removed and replaced all 3 screws using the navigated non-brainlab probe and screwdriver. Acquired a verification CT and confirmed that all screws are placed correctly performed decompression and placed rods. According to the hospital (treating clinician): the screws not placed as intended (t4-t6 right side) were corrected in the very same surgery (replaced with aid of navigation). The outcome of the surgery was successful as intended, with all screws placed in their correct final positions as intended. There was no direct (or increased) risk of harm to a critical structure due to this issue. There was no actual harm/negative clinical effect to the patient due to this issue (also not due to surgery/anesthesia prolonged by 10 min). There were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either.